Event description:
It was reported that during a followup visit, a lead perforation was confirmed by x-ray. The lead was removed and replaced. The lead will not be returned for analysis.

Manufacturer narrative:
Na